Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant of the lead the patient passed away. The cause of death was provided as acute heart failure. The circumstances of the death have been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away during the procedure and was in stable condition prior to the procedure. There were no product performance issues. No further information on the patient's death could be obtained.